Event description:
During a shoulder procedure, the distal portion of the inserter tip broke off into the anchor, which remains in the patient. The case was concluded successfully, without further incident or consequence to the patient.